Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The usb cable needed to be held in position in order to charge the pump and the pump battery took longer to charge than expected. Reportedly, the customer was able to charge the pump with an alternate cable with no issues. Customer¿s blood glucose value was 157 mg/dl.